Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient experienced peritonitis during peritoneal dialysis (pd) therapy. On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake and did not wear a mask while performing pd therapy. Subsequently, the patient was diagnosed with peritonitis. The patient was treated with injection (inj) vancomycin, ip, 2 gm (repeat on 4th day) and cilanem, ip, 125 mg (every exchange). Two days after being diagnosed with peritonitis, the patient was hospitalized. At the time of the initial report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.